Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (model number and UDI). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fiber breaking at the insertion end of the scope and the customer reporting that the fiber was "too tight" the fiber likely was bent beyond the minimal bend radius resulting in the fiber being damages and then when the laser was fired the energy escaped the damaged fiber resulting in the burning and smoking. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual).(p3)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the 200 micron tfl ball tip single use fiber broke off at the insertion end and started a small fire. The issue was found during a therapeutic, ureteroscopy stone removal. There were no reports of patient harm. Related patient identifiers: (B)(6).